Event description:
According to the reporter: the bag tore off the ring prematurely while inside the cavity. No pt injury or impact was reported. The procedure was completed.

Manufacturer narrative:
Date of report: 23-october-2007.